Manufacturer narrative:
(B)(4). The reported field events of a device reset and high pacing lead impedance were confirmed in the laboratory via review of the device image. The reset was found to have been caused by a parity error. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the parity error and high pacing lead impedance could not be determined. (B)(4).

Event description:
It was reported that the device was explanted due to a reset. High, out of range, pacing lead impedance was also observed. No further information available.